Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual, bleeding)') and genital haemorrhage ('general. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding b/w, periods)"), iron deficiency anaemia ("anemia"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), vaginal infection ("vaginal. Infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/problem") and rash ("rash on back") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, iron deficiency anaemia, genital haemorrhage, bladder disorder, cystitis, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, neoplasm, weight decreased and rash had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, neoplasm, nervous system disorder, pelvic pain, psychological trauma, rash, tooth disorder, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: patient received treatment for pain: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia, chronic pelvic pain, abdominal pain, back pain, bladder/urinary problems: bladder problems, bladder infect, vaginal infection, vaginal discharge, other injuries/symptoms: fatigue, gi conditions, hair loss, dental, problems, hormonal changes, headaches, nausea, neuro condit/problem, tumors, weight loss, other: rash on back quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace new event .new events added: chronic pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ), apareunia, abdominal pain, back pain, menorrhagia (heavy menstrual, bleeding), metrorrhagia (bleeding b/w, periods), anemia, general. Abnormal bleeding, psych injury, bladder problems., bladder infect., vaginal. Infection., vaginal discharge, fatigue, gi conditions, hair loss, dental, problems, hormonal changes, headaches, nausea, neuro condit/problem, tumors, weight loss, rash on back, patient did not undergo essure confirmation test. Event outcome were added. Reporter information were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.